Manufacturer narrative:
Product analysis: no product was returned for laboratory analysis. Based on the available information, this bioprosthetic valve remains implanted as a transcatheter bioprosthetic valve was successfully implanted valve-in-valve. Conclusion: review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be provided, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that this aortic bioprosthetic valve implanted three years, was replaced with a transcatheter aortic bioprosthetic valve (valve-in-valve) due to stenosis and severe aortic central regurgitation. It was reported that pre-operative echocardiogram measured high mean gradient of 54mm/hg. After implant of the new medtronic aortic transcatheter vlave, gradient of 22 mm/hg remained. The valve was post dilated with an 18mm zmed ii balloon which lowered the gradient to 18 mm/hg. The transcatheter valve was post dilated a second time with a 22 mm zmed ii ballon with a final gradient of 8 mm/hg. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.